Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. The implantable pulse generator (ipg) was placed in the lower flank area with the implanted leads targeting the cluneal nerve to treat lower back pain. On (B)(6) 2024, a surgical revision was performed due to migration of the implanted leads. The original nalu system was completely removed and a new system was placed back at the intended nerve target.

Manufacturer narrative:
The date the patient noticed a change in stimulation is unknown as the patient was unable to provide a clear history during interview. It is estimated that around (B)(6) 2024 the patient felt minimal stimulation and not at the desired location. The patient did not immediately seek attention for the loss of pain relief. Reprogramming was attempted without success and ultimately imaging was able to confirm lead migration. There is no report of any falls or external trauma that may have contributed to the component movement. Migration of components is a known inherent risk of implantable neuromodulation systems.